Event description:
It was reported that the ventilator alarmed for low air pressure. The ventilator did not pass pre-use check due to multiple fails. There was no patient harm. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator alarmed for low air pressure. The ventilator failed multiple pre-use check during investigation. The air gas module was found defective. The conclusion was that the reported issue was solved by replacing the air gas module. The provided ventilator log confirmed the reported low air supply pressure in 09/24/2021. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.